Event description:
Rptr noted particles in eye after phacoemulsification. Removed all but one particle imbedded in pt's iris. Does not feel this is a problem for the pt. Believes particles came from handpiece.